Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The testing showed the device tidal volume output was outside of specifications. The device was successfully recalibrated.

Manufacturer narrative:
Additional information received indicating that the fault occured during annual preventative maintenance. It was reported that it was not in use with a patient and that no harm occured.

Event description:
Information was received that a smiths medical pneupac medic responder vent volume was "running high". No adverse effects were reported.